Manufacturer narrative:
Additional information: d9, h3 plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. A valve actuation test and system air leak test were performed and passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler encountered no discrepancies. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was diagnosed with a hernia while hospitalized. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and generalized weakness at home. The patient was initially diagnosed with peritonitis due to intra-abdominal sources involving a recent colitis diagnosis. During this same hospitalization, the patient was diagnosed with a hernia (type and anatomical aspect unknown) that directly contributed to the patient¿s abdominal pain upon admission. It was affirmed the patient¿s hernia was unrelated to pd therapy as this injury was determined to be from inappropriate body mechanics while lifting heavy objects. The patient has been able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient is awaiting a corrective procedure for the hernia that is scheduled for this hospitalization. The patient is recovering from these events as they remain hospitalized. It was confirmed the patient¿s hernia, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient¿s pd catheter (not a fresenius product) will be removed during the hernia repair procedure and the patient will be transitioned to home hemodialysis for renal replacement therapy upon discharge.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was diagnosed with a hernia while hospitalized. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and generalized weakness at home. The patient was initially diagnosed with peritonitis due to intra-abdominal sources involving a recent colitis diagnosis. During this same hospitalization, the patient was diagnosed with a hernia (type and anatomical aspect unknown) that directly contributed to the patient¿s abdominal pain upon admission. It was affirmed the patient¿s hernia was unrelated to pd therapy as this injury was determined to be from inappropriate body mechanics while lifting heavy objects. The patient has been able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient is awaiting a corrective procedure for the hernia that is scheduled for this hospitalization. The patient is recovering from these events as they remain hospitalized. It was confirmed the patient¿s hernia, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient¿s pd catheter (not a fresenius product) will be removed during the hernia repair procedure and the patient will be transitioned to home hemodialysis for renal replacement therapy upon discharge.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the diagnosis of this patient¿s hernia, characterized by abdominal pain. It is well established those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s hernia can be attributed to inappropriate body mechanics while lifting heavy objects as reported by a medical professional. This is further supported by multiple studies that have found no positive correlation between increased volumetric pressure during pd therapy and hernia occurrence. Therefore, the liberty select cycler can be excluded as a root cause of this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction that caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was diagnosed with a hernia while hospitalized. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on 26/may/2024 following abdominal pain and generalized weakness at home. The patient was initially diagnosed with peritonitis due to intra-abdominal sources involving a recent colitis diagnosis. During this same hospitalization, the patient was diagnosed with a hernia (type and anatomical aspect unknown) that directly contributed to the patient¿s abdominal pain upon admission. It was affirmed the patient¿s hernia was unrelated to pd therapy as this injury was determined to be from inappropriate body mechanics while lifting heavy objects. The patient has been able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient is awaiting a corrective procedure for the hernia that is scheduled for this hospitalization. The patient is recovering from these events as they remain hospitalized. It was confirmed the patient¿s hernia, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient¿s pd catheter (not a fresenius product) will be removed during the hernia repair procedure and the patient will be transitioned to home hemodialysis for renal replacement therapy upon discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.